Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that the right atrial lead dislodged and had low impedance. It was also reported that the physician had concerns about tissue on the tip of the lead, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.